Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of no display was confirmed as a faulty cable unit was discovered. Additionally, the rear cover labels were fading. Three components were identified, replaced, successfully tested, and returned to the user facility on feb 22, 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the image does not appear when connected to monitor. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿. This case presumes that due to the user's handling, the cable was stressed unexpectedly, and the cable unit was broken, so the image was no longer available. Olympus will continue to monitor the field performance of this device.